Event description:
It was reported that the user plans to discontinue ilet use when the current dexcom g7 sensor expires due to loss of insurance coverage for sensors and intends to resume once coverage is restored. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included user counseling on device use and guidance to contact support when resuming therapy. Investigation of this case revealed no device malfunction or performance issue, and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-driven discontinuation due to financial and access limitations.